Manufacturer narrative:
The investigation of the returned turbine/blower module reproduced the customer reported issue. The review of the returned device logs shows that the pre-use check passed without deviations on the 23th of november. The ventilation session was started on the 28th of november, the technical alarm indicating a blower module failure was generated approximately 15 hours later. After the technical alarm was generated, the device could not pass pre-use check anymore, the error was permanent. When the returned blower module was mounted and tested in a test ventilator, the device failed the pre-use check tests turbine and gas supply and the pressure transducer test. When the test ventilator was set on a test ventilation session, the technical alarm was instantly generated. The visual inspection of the turbine motor controller pc board and the resistance measuring did not reveal any deviations. The cause of the reported error is due to a faulty turbine/blower module, most likely due to a component failure. Which component has not been established by this investigation. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure during ventilation. There was no patient harm. (B)(4).